Manufacturer narrative:
The reported event of red heart alarms and the inability to collect the log file was confirmed during the analysis. Upon receipt, the controller could not operate the pump and triggered the red heart alarm. The investigation of the returned system controller revealed a damaged fuse prevented the controller form operating the pump and the ability to collect the data log file. The defective component was replaced and the controller operated properly. After the repair, the log file was retrieved successfully. However, the collected data was corrupt as a result of the voltage failure due to the damaged component. The root cause that contributed to the damaged component was unable to be determined. A review of the device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was exchanged due to red heart alarms. The pt had no other alarms since the system controller change. The hospital was unable to obtain data from the system controller. During investigation of the returned device on (B)(4) 2014, red heart alarms and the inability to collect the log file was confirmed. The system controller would not operate a pump in its received condition and it alarmed with a red heart alarm.